Manufacturer narrative:
A root cause could not be identified. No inconsistencies regarding erratic pre-analytical handling or restrictions/limitations in full analyzer performance were found. No general issue seems to have caused the outliers. No adverse event was reported.

Manufacturer narrative:
.

Event description:
The customer received questionable results for two patient samples tested for calcium. Of the results provided, 1 result was discrepant and reported outside the laboratory. The initial result was 11.1 mg/dl and reported outside of the laboratory. A physician called and questioned the result. The sample was then repeated on (B)(6) 2011 and resulted as 9.1 mg/dl. The repeat result was considered to be correct. The patient was not adversely affected by the event. The calcium reagent lot number was 64833301 with an expiration date of 1/31/2012. The field service representative was unable to reproduce the problem reported with calcium. No problems were found during the service visit. He checked service tasks due and all tasks were current. He performed a visual inspection of the syringes, probes, rinse wells, and work stations with no abnormalities noted. He checked the photometer function and no abnormalities were noted. He ran performance tests and results were within expected limits. The customer removed the empty calcium cassette used during patient testing in question, so no direct testing of this cassette would be possible. Diagnostics, check test precision, and all customer qc were within expected limits.